Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported air was unexpectedly being introduced into the cardioplegia line. The device was used to complete the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.